Event description:
It was reported that the patient will have a revision surgery for an inflatable penile prosthesis(ipp) device to repair and reposition the device due to proximal corporal perforation. A revision surgery is scheduled for (B)(6) 2020.